Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to verify button error alarm due to blank display. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced blank display and button error alarm. The customer's blood glucose reading was 108 mg/dl. The customer stated that the display was not blank for less than 30 seconds. The customer stated that the button error occurred right after the pump was exposed to moisture. The insulin pump was returned for analysis.